Event description:
It was reported that there was ffrw (far-field r-wave) oversensing and pvcs (premature ventricular contractions) in bigeminy. It was also reported that there was high threshold since implant. The r-waves had been stable but in the last two weeks had decreased. The atrial and rv (right ventricular) leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg, implantable cardioverter defibrillator, (B)(6) 2011. (B)(4).